Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problem or issues were identified during the device history record review. Two samples were received for evaluation. Sample was received in decontaminated without the original packaging. The samples were visually inspected under normal conditions of illumination to detect conditions that could cause functional issues. Visual inspection showed no discrepancies. The samples were set for accuracy testing using a pump and balance mettler to look for unusual function; successfully passed testing, the failure mode is not confirmed. Root cause cannot be determined. No actions were required since the complaint was not confirmed.

Event description:
Information was received indicating that under infusion was noted with a smiths medical cadd administration set. No patient consequences were reported. No adverse effects were reported.